Event description:
It was reported that the device was used during a laparoscopic colon procedure, the device locked out. The case was completed with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approx 12.9mm from top of the outer tube. The remaining portion of the blade was scratched, gouged, and cracked. The device was also noted to have the tissue pad melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. Due to the damage to the blade, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.